Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference manufacturer reports: 1627487-2011-01040 and 1627487-2011-01041. The pt received her scs system on (B)(6) 2009. It was reported that the pt lost stimulation. The pt programmer displayed a "ipg battery low" message, but the pt was unable to charge her ipg. The pt stated that she had not used her stimulator for several months. She reported that her stimulation pattern did not match her pain pattern. Follow up on the pt found that during a reprogramming session, the programmer displayed a "stim off" message. An alternate charging system was unable to charge the ipg. An x-ray showed that the pt's dual leads had migrated.